Event description:
It was reported that the device had volume accuracy intermit and was giving half or less what expected. Event occurred during preventive maintenance.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed. The reported problem was not verified or duplicated. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.